Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient had a dye study done on (B)(6) 2016 to evaluate catheter patency and position. Due to the patient's previous medical condition, he was not a candidate for pump replacement when the pump had stalled. Now that the patient had improved some, they wanted to evaluate the catheter before pump replacement. It was noted the catheter access port dye study was negative.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (6 mg/ml at 1.4322 mg/day) via their implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had been hospitalized for pneumonia, which was not device related, and was transferred to the clinic on (B)(6) 2016 for a refill. The patient went back to the hospital and last night the clinic was called because the pump was alarming. The rep interrogated the pump and there was a motor stall on (B)(6) 2016 and tube set on (B)(6) 2016. Electromagnetic interference was denied and no patient symptoms were reported. Additional information was reported by the rep on (B)(6) 2016. The rep reported that they silenced the alarms. Also, when the pump was refilled the hcp did note that the motor had stalled but they thought the pump would operate correctly once it was refilled and restarted. The cause of the pump alarm was unknown and it was unresolved at the time of the report. On (B)(6) 2016 the logs were returned and the low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. The logs also show a motor stall and recovery occurred on (B)(6) 2016.

Event description:
Additional information was reported by the rep on (B)(6) 2016. It was reported that the patient had not had an MRI. And the pump had emptied because the patient was in another facility fifty miles away from where the pump is managed. It was noted that the patient had a respiratory infection at the time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated the pump never recovered following an MRI. The hcp wondered if the pump could recovered following an MRI on (B)(6) 2016. The plan was to interrogate the pump following the MRI to check the pump. The patient also had a surgery consult on the same day to prepare for pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.